Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer was experiencing unexplained low glucose during night. The customer also reported having seizures. The customer's most recent glucose reading was 244mmg/dl, and she has treated with food and glucose tablets. Troubleshooting was performed. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. The customer stated that she has been treated for high and low glucose, and the doctor asked her to connect the insulin pump. Assisted the customer with the infusion set, and advised to call back if issues persist. No further info was provided.